Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient passed away, likely due to dementia according to family. Nevro attempted to obtain a medical assessment regarding the cause of death from the physician, but no additional information was available.